Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to respiratory issues. Interrogation of the crt-d revealed no capture at maximum outputs on the left ventricular channel. The physician was unable to determine the cause of the loss of capture. The crt-d was reprogrammed to provide therapy in the right ventricle and remains in service. No adverse patient effects or worsening heart failure was reported. The reported respiratory issues were not believed to be related to this event.